Event description:
New information notes that on (B)(6) 2020, the lead was capped due to a capture anomaly.

Event description:
New information notes that the lead was fractured. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, increased pacing threshold and high, out of range, pacing lead impedance was observed. No intervention was performed. Patient has been notified to contact the clinic.